Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. Cause of high bg was not known. Customer administered bolus to address the issue and was subsequently hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.